Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse performed troubleshooting that involved replacing the integrated multisensor technology (imt) tubing, the sample mixer and probe, the aliquot probe, the imt pump module and probe, and the sample 1 pump module. The cse also cleaned the aliquot drain. Quality controls were run, all of which were within range. The cse ran the patient samples that had resulted incorrectly, and all resulted as expected. The cause of the discordant results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant sodium, potassium, chloride, calcium, and urea nitrogen (bun) results were obtained on three patient samples on a dimension vista 500 instrument. The discordant results were verbally reported to the physician(s). Two patient samples were rerun once on an alternate instrument and once on the same instrument, and the third patient sample was rerun in duplicate on the alternate instrument. The rerun results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant sodium, potassium, chloride, calcium, and bun results.